Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but would not release from the catheter to deploy. The handle was opened and closed and the stages of deployment were felt (snap, crackle and pop). Eventually, the physician was able to push the catheter further without harming the patient. The procedure was completed with the another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly was returned highly stuck inside the bushing. The catheter was kinked close to the handle section and the clip arms were misaligned. Additionally, the capsule tabs were deformed and the coil was unraveled. Microscope examination was performed, and it was observed that the yoke was detached from the control wire and hits were found on the bushing hooks. There was no evidence of the clip wings were inside the capsule windows. Functional evaluation was performed, and it was found that there was no connection between the handle and the clip assembly. Dimensional examination was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional examination was also performed between the hooks of the bushing, and it was observed that both sides a and b were out of specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but would not release from the catheter to deploy. The handle was opened and closed and the stages of deployment were felt (snap, crackle and pop). Eventually, the physician was able to push the catheter further without harming the patient. The procedure was completed with the another resolution 360 clip device. There were no patient complications reported as a result of this event.